Event description:
A home patient contacted baxter's technical service center for a check supply line message that appeared on the display of the pt's homechoice machine during the prime cycle of their automated peritoneal dialysis therapy. Per initial report, pt was connected during prime cycle. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.